Event description:
The customer contacted the company's customer experience team via email to report that they experienced difficulty removing the device and sought medical assistance for removal. The event occurred the first time the customer used the device. The customer stated that upon attempting to remove the device the first time they were unable to reach it so they immediately sought medical assistance. Per the customer, their treating provider informed them that they had a "longer vaginal canal than most", and attributed this to the customer's difficulty removing the device.